Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: patent identifier: (B)(6). Event year is reported as 2021; however exact date of event is unknown. This report is for an unk screws: va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the variable angle locking compression plate (va-lcp) olecranon plate will be revised on (B)(6) 2021. The patient pulled the proximal fragment out of the screws. Removal is due to failed fixation. It was unknown if the revision surgery was completed. There was patient consequence reported. This complaint involves eleven (11) devices. This report is for (1) unk screws: va locking this is report 5 of 11 for complaint (B)(4).

Event description:
It was reported that on an unknown date, the variable angle locking compression plate (va-lcp) olecranon plate will be revised on (B)(6) 2021. The patient pulled the proximal fragment out of the screws. Removal is due to failed fixation. It was unknown if the revision surgery was completed. There was patient consequence reported. This complaint involves eleven (11) devices. This report is for (1) unk screws: va locking this is report 5 of 11 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: patent identifier: (B)(4). Event year is reported as 2021; however exact date of event is unknown. This report is for an unk screws: va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.